Event description:
The following literature article was reviewed: ko., k., geuzebroek, g., dirven, m., nauta, f., jenniskens, s., and heijmen, r. (2025). Endovascular repair of two acute type a aortic dissections with gore thoracic branch endoprosthesis. Journal of vascular surgery cases, innovations and techniques (11)6. Https://doi.org/10.1016/j.jvscit.2025.101961. This case study described the off-label use of gore® tag® thoracic branch endoprosthesis (tbe) in aortic zone 0 combined with proximal extension with gore® tag® conformable thoracic stent graft for the treatment of two patient with an acute aortic syndrome of the ascending aorta. Case 1 reports an 80 year-old man with metastasized prostatic cancer to the liver and lungs and sigmoid carcinoma who presented with acute chest pain and a local type a aortic dissection with a large intimal defect in the ascending aorta and a thrombosed false lumen from the ascending to the descending aorta. His treatment included a bypass from the right to the left common carotid artery. The left subclavian artery (lsa) was not revascularized, because both vertebral arteries had a similar diameter. A gore tbe endograft was then implanted in zone 0 with the side branch into the brachiocephalic trunk (bct). The tbe endograft covered the left common carotid artery and lsa and landed distally in zone 4. Last, the tbe endograft was extended proximally with a gore tag endograft just up to the sinotubular junction (stj). A perioperative angiogram showed no endoleak and patent coronary arteries. In the absence of any observed endoleak, post deployment ballooning was not performed, except for the side branch. A postoperative cta showed a small endoleak originating from the branch in the bct. The patient was discharged 1 day after the procedure and scheduled for a second procedure to implant a 14 × 29 mm covered endograft (begraft) in the bct 2 weeks later. The procedure was uncomplicated. A direct postoperative cta revealed no endoleak and the patient was discharged 1 day after surgery. His further recovery was uneventful.

Manufacturer narrative:
The reported serious injury was reported in the following literature article: ko., k., geuzebroek, g., dirven, m., nauta, f., jenniskens, s., and heijmen, r. (2025). Endovascular repair of two acute type a aortic dissections with gore thoracic branch endoprosthesis. Journal of vascular surgery cases, innovations and techniques (11)6. Https://doi.org/10.1016/j.jvscit.2025.101961. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: gore® tag® thoracic branch endoprosthesis (aortic component) and gore® tag® conformable thoracic stent graft with active control system. Manufacturing records review is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h6: added b13. Replaced c21 with c24. Replaced d16 with d15. A review of the manufacturing records for this device verified the lot met all pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The author was contacted to provide a clinical perspective regarding the gore device and the reported event, but no response was received. This complaint was initiated based on information received through literature review. The reported information indicates a potential device malfunction has occurred involving an indeterminate type of endoleak. The device itself remains implanted. The cause of the reported unspecified endoleak could not be established. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.